Event description:
Patient's heart was pacemaker dependent and pt collapsed and died. The paramedics came and ran EKG strips and said it appeared the st. Jude medical pacemaker had just stopped. They indicated there were no "blips" on the EKG strips and that they had never seen that before with a pacemaker. The pt's dr called to see what happened to the pt and was told the pacemaker had stopped. He requested a copy of the EKG stirps as he had never seen a device malfunction like that in 35 years as a cardiologist. He examined the strips and said it appears the paramedics were right - the pacemaker stopped. The pt's regular dr also examined the strips and said the same thing. Both dr's are concerned about other patients with this pacemaker. They agree that the device needs to be retrieved and tested to determine what happened. The cardiologist has notified the company and tried to work with them, but the co has been uncooperative. I am appealing to the FDA for help so that this won't happen again if there is a defect in this device. I have the strips and pacemaker info that I can scan and email if necessary. I hate to bother the FDA, but we have tried everything to get the pt -my dad- exhumed and the pacemaker retrieved and tested. This would solve everything and put a lot of minds at ease about this device. The device model number is a 5326a made by st. Jude medical. Thanks for your help. Dates of use: 2000 - 2007. Diagnosis or reason for use: heart rhythm problem.